Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after the patient had radiation therapy, invalid data was noted in the cardiac compass and ventricular rate histograms. The device remains in use. No patient complications have been reported as a result of this event.